Manufacturer narrative:
See MFR 3012307300-2018-02003.

Event description:
It was reported that a portex® bivona customization tracheostomy tube was delivered to the bedside and placed in patient. Per respiratory therapist (rt) the patient was noted to have a leak and needed more sterile water added to the cuff. The staff changed the tube as they were concerned about adding more sterile water. After removing the tube, it was noted that when filling the cuff with 3 cc the cuff was not filling symmetrically. No patient injury.